Manufacturer narrative:
Product event summary: images were returned and analyzed. The first image showed system notice 11200 displayed on a console screen. The second image showed a system notice 50012 displayed on a console screen. In conclusion the product issue reported, system notice 11200 and 50012, are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the patients hospitalization was routine.

Event description:
It was reported that during a cryo ablation procedure, the cryoballoon deflated before treatment was complete, and a system error notice indicated that the refrigerant delivery path was obstructed. A system notice was received indicating that there was a problem with the system. The balloon catheter, coaxial umbilical cable, electrical umbilical cable, mapping catheter, mapping catheter cable, and sheath were replaced without resolution. Technical services and field service engineering were contacted for support. No ablation was possible during the entire procedure, and the procedure was aborted after transseptal device usage while the patient was under general anesthesia. The console malfunction prevented completion of therapy, and the patient¿s hospitalization was extended due to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.